Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2008 and presented for a flap-lift enhancement on (B)(6) 2019. Patient presented on (B)(6) 2020 with epithelial ingrowth and transient light sensitivity syndrome in both eyes. The topical steroid dosage was increased for the light sensitivity. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of transient sensitivity syndrome. Patient reported symptoms are not interfering with daily activities. Surgeon to monitor ingrowth as it does not seem there is impact to visual acuity (only slight cylinder in right eye). Bcva from (B)(6) 2008: right eye pre-op 20/20 -.75 x -1.00 x 3, left eye pre-op 20/20 -.75 x -.75 x 173, bcva from (B)(6) 2020: right eye post-op 20/20 .50 x -.75 x 30, left eye post-op 20/20 .25 x -.25 x 161.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.